Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction.   To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that when the healthcare professional opened the box, he found the edge of primary package (peel pouch) was cut and open to the air. He found the same package defect in another box with identical lot number. Photos depicting the reported complaint issue were provided by the complainant. No further details have been provided.